Event description:
The customer reported that the system is booting up with an "x-ray on in error" message on the right monitor and the alarm was going off. Screen says to hit ok to clear screen and eventually a generator error appears. No pt injury was reported.

Manufacturer narrative:
The service rep tested all power supplies and found no issues. He checked the hv cables with no issues but found that the system was receiving a hv error in the log files and that this shows that the internal circuitry of the monoblock was causing the error. He also found that the system was not actually producing radiation. The service rep replaced the monoblock. The system operates as intended.